Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that three infusions set fell off due to which hyperglycemia occurs within 2 days of use. High blood glucose level was 200 mg/dl. He replaced infusion set and resumed insulin successfully. No further information was available.